Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: image distortion; grid pattern displayed on screen and image not displayed due to corrosion of the electrical (el) connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had grids on the screen. The issue occurred during reprocessing. There were no reports of patient involvement.